Manufacturer narrative:
Exp date: 02/2020. Mfg date:03/2016. Based on the available information, this event is deemed a reportable malfunction. No patient harm was reported. Additional information has been requested but not received to date. When additional information becomes available, a follow-up report will be submitted. Reported to the FDA on october 05, 2016. Note: there are total of two (3) cases associated with this complaint. A separate 3500a form has been completed to for the other one (2)cases.

Event description:
Complaint received reporting that "traces of cuts to the packaging." The reported location of the cuts was on the edge of the primary packaging on the transparent side. The cuts were reported to be five centimeters (5 cm) long and vertical in aspect. Three photos were received. All show cuts in the primary packaging of this sterile product. No further information was available.

Manufacturer narrative:
Device history records were reviewed. Sterilization was performed in accordance with parameters. The batch was released according to requirements. A batch record review indicated no previous discrepancies related to the reported complaint. The investigation associated with a non-conformance has been approved and is complete. No additional action is required and this complaint will be closed. A physical sample and a photo has been received for this complaint, which was evaluated. During visual inspection it was found that traces of cut are present on the foil which is parallel to long side of individual package. Traces of cut are placed closed to sealing line. This issue will be monitored through the post market product monitoring review process. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted.